Manufacturer narrative:
The device was evaluated as part of the asset return process it was found that the device had foreign material exiting the channel, additional finding were, insertion part bending tube was deformed and the connecting tube had buckles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material exiting from the channel. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the report malfunction is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states that detection method in operation manual chapter 3 preparation and inspection. IFU states that preventive measure in reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.